Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient profile was not showing up on the station. A technical support specialist dialed into the server and reviewed the visit and order information and found that the admission status for the patient was marked as unknown. Patient was marked as unknown. The customer was contacted to explain the issue and was advised to reach out to the ehr/active directory team to resubmit the a01 message. The customer did not respond after multiple follow ups and so the case was closed. Knowledge article: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient profile was not showing up on the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event